Event description:
The pt experienced nausea and vomiting the date of pump implant and was treated with oral phenergan every 6 hrs as needed. The pt recovered without sequela. The pt also experienced neck stiffness and had a spinal headache. She was treated with 2 blood patches, applied two times in 2007. The headache was additionally treated with oral caffeine 200 mg, twice a day. The adverse event resolved without sequela. As a result of a review of our MDR procedure with FDA, it was determined that events in clinical studies should have been reported within a 30-day timeframe. We are filing these late reports as directed by the rsmb staff.